Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, someone stepped on the pump and the touch screen became cracked. Addtionally, customer had to press the touch screen multiple times for it to respond to interaction. There was no reported impact to customer's blood glucose due to this issue. Reportedly, customer reverted to manual injections for insulin therapy.